Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ lower pelvic pain") and abdominal pain ("severe abdominal pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included streptococcus group b sepsis, gestational diabetes and gestational diabetes. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included polycystic ovarian syndrome, bacterial vaginosis and menometrorrhagia. Concomitant products included esomeprazole magnesium (nexium), fluconazole (diflucan), iron and nitrofurantoin (macrobid) since (B)(6) 2011. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse/dyspareunia"), vaginal discharge ("irregular vaginal discharge"), dysmenorrhoea ("severe menstrual pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (bilateral salpingectomy) and surgery (a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, back pain, dyspareunia, vaginal discharge, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment. Since the essure removal surgery, she feels much better. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were bilaterally occluded on (B)(6) 2016 patient had surgical pathology report resulted in bilateral fallopian tubes with essure filaments. Right and left fallopian tubes: two completely transected fallopian tubes with no lesions on (B)(6) 2012 patient had hysterosalpingogram resulted in no free spillage of contrast from the distal ends of the fallopian tubes bilaterally which appear occluded confirming the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics, historical condition, historical drug and concomitant disease added. Essure indication updated. New events abnormal bleeding (vaginal) and pain/ lower pelvic pain were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, back pain, dyspareunia, vaginal discharge and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment. Since the essure removal surgery, she feels much better. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were bilaterally occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.